Event description:
Laparoscopic assisted vaginal hysterectomy; bleeding then malfunction of stapler. Upon entrance into abdomen, the stapler was opened and in attempting to put it in place, it would not close. Bleeding continued and surgeon elected to open abdomen to complete procedure.